Event description:
It was reported that the customer's insulin pump was not functioning when he woke up, and it was alarming motor error. The blood glucose reading was 600mg/dl, and his blood glucose was treated with manual injections. Troubleshooting was performed. The caller stated that the drive support cap was protruded. The device was not exposed to a high magnetic field. Advised the caller that the insulin pump would be replaced and revert to back up plan. The wife mentioned that the customer wears another medical heart device, and there is a concern that the device may have magnetically interfered with the insulin pump operation. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.